Event description:
Diabetic customer had been received high blood glucose readings for 4 days. On the day of the incident they received a reading of 249mg/dl. They drove themseleves to the hosp. An hour after the original test the hosp performed a blood glucose test and received a result of 53mg/dl. Customer states they were treated for low blood glucose. A request was made for the return of the suspect device but the customer states they threw the products.